Event description:
The electric dermatome was being used. Blade was checked by the rn scrub nurse twice, by the staff surgeon, and the resident. Lubrication was used per protocol. The dermatome chewed up into the muscle about 5 mm deep. The area was sewn by the surgeons. Another dermatome was obtained. The electric dermatome was sent to the co 1/11/94, for evaluation. This dermatome has since been removed from the hosp and replaced by the co with an air dermatome.